Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 10mm x 4.00mm wolverine cutting balloon was used. During the procedure, upon first inflation the balloon ruptured at the distal side at 6 atm for 10 to 20 seconds. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.